Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety device fell off. The following information was provided by the initial reporter: material no.: 305761, batch no.: 9147623. 2 of 2. It was reported that the safety device fell off. Verbatim: we had some additional training provided from our local rep, and were told to keep any samples where the issue is still happening. I have two samples in my office where the safety device has fallen off.

Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd eclipse¿ needle safety device fell off. The following information was provided by the initial reporter: material no.: 305761, batch no.: 9147623. 2 of 2. It was reported that the safety device fell off. Verbatim: we had some additional training provided from our local rep, and were told to keep any samples where the issue is still happening. I have two samples in my office where the safety device has fallen off.